Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h4, h6. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for evaluation and the customer's allegation was confirmed. Based on the results of the investigation, physical stress was likely applied to the device causing it to malfunction. The event can be detected and prevented by handling the device in accordance if the instructions for use which state: ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the upward/downward angulation knob (u/d knob) could not be locked securely due to the wear of the lock engagement lever. The air/water cylinder and suction cylinder had discoloration. The scope body had a crack. Switch one had a cut. The switch box had a scratch. The displayed ultrasound image was defective due to damage on the acoustic lens, (damage level did not reach the glue-layer). Noise occurred in the ultrasound image due to damage on the ultrasonic probe. The objective lens had a scratch. The adhesive around light guide lens had wear. The adhesive on the bending section cover had a discolored area and a chip. The connecting tube had coating peeling. Bending in the up and right direction did not meet the standard value due to the wear of angle wire. The ultrasonic cable had a buckling. Lastly, the ultrasound connector case was deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had a crack on the distal end. The device was returned for evaluation. During the device evaluation, the acoustic lens had a scratch and chip that reached the glue-layer was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.